Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va04uzl serial# implanted: (B)(6) 2013 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor via a manufacturer representative (rep). It was reported that the patient had a loss of efficacy. It was reported that programming changes were done however the ins and lead were replaced.

Event description:
Additional information was received the manufacturer representative (rep). It was reported that there were high impedances on 4 pairs. It was reported that the loss of efficacy was caused by two falls the patient had after knee surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.